Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+4.5/174 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault and lens dislocation/subluxation. The lens was repositioned but the problem was not resolved so the lens was explanted. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.